Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the large hem-o-lok clip applier instrument were sticking, and the clip was unable to be applied to the tissue. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The 10 mm hem-o-lok clips were used. The issue was resolved with a backup clip applier instrument.